Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
MFR's report date: (B)(6) 2015. Internal file no: (B)(4). The reported issue of burnt smell and observed smoke emitting from the device was confirmed. Physical inspection of the pump modules found them to be mated at the thermally damaged iui connectors and attached as channels c and d to the right side of the pcu. When the system was powered on, the odor of smoke was noted to be over 9 yrs old. Log analysis of the pcu shows pump module sn (B)(4), channel c, was infusing epinephrine, 4mg/250ml at 3ml/h. The pump module sn (B)(4), channel d was infusing norepinephrine, 4mg/250ml at 14.9ml/h. Both modules were infusing until 1:08pm channel c was also paused and turned off. Both modules were removed from the system at 3:24pm. The proximate cause for the reported issue is the thermally damaged right iui connector on the pump module. The root cause for the thermal event is not definitively known but the presence of dried fluid residue on the device suggests fluid ingress into the connector was the most likely cause.

Manufacturer narrative:
(B)(4).

Event description:
Received from the FDA a copy of the customer's medsun report which states: "event desc: IV pump with 2 channels was running insulin infusion to pt. The brain of the pump had smoke coming out and burn smell. Nurse turned off the pump and removed from pt.

Event description:
The customer reported that a device was "smoking" while in use on a pt. When the biomed technician arrived at the nursing unit to remove the system, the devices were warm to the touch but no smoke was seen by the technician. Biomed examined the devices and discovered "burned connectors and burned odor coming from units." There was no report of pt harm or medical intervention. Although requested, no additional pt/event details were provided.